Event description:
A polypectomy snare was used for removal of an endotracheal tumor. During the procedure, the surgeon neglected to tell the anesthesiologist that he was going to hit the cautery and 100% oxygen was running. As a result, there was an airway ignition. It was a retrograde not antegrade movement of the ignition. There was no injury to the patient.